Manufacturer narrative:
H10: biomed reported they reinstalled operational software and the device was returned to service. This concludes the investigation.

Manufacturer narrative:
H10: biomed reported they reinstalled operational software; replaced the cpu pcba. The device was returned to service.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17101.

Event description:
Check vent: program crc test failed. Not in clinical use at time of event and no reports of patient/user harm/injury.